Manufacturer narrative:
The account's maintenance replaced the CPR mechanism assembly to repair the bed.

Event description:
The accounts maintenance alleged the head is stuck in the up position and couldn't be lowered electrically or by using the CPR release.